Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to infection on may 20 with blood glucose level of 500 mg/dl and 600 mg/dl. The customer was treated with antibiotics. The customer reported description of issue such as blood and infection. Customer reports bleeding stopped. The device will not be returned for analysis.